Manufacturer narrative:
The product is not implantable. (B)(6). The lot number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol), used with a 1mtec30 cartridge, was implanted in the patient's operative eye on (B)(6) 2017. Post-operatively, the next day, the patient presented with symptoms of toxic anterior segment syndrome. The patient was treated with steroids and is doing well with a full recovery. Reportedly, there was no secondary surgery/medical intervention required and no delay in surgery. The cartridge was discarded. No additional information was provided. This report captures the event for the cartridge. A separate report is being submitted for the iol.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device is not available for return. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record review could not be performed as the product lot number was not provided/known. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.